Event description:
It was reported that during a da vinci si axillary lymph node dissection procedure, the surgical staff reported seeing arcing coming from the 8mm mcs tip cover accessory used on the monopolar curved scissors instrument. Other instruments used in the case were the cadier forceps instrument and the fenestrated bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Additional information has been requested from the site, however to this date no further information has been received. If additional information is received, a follow-up MDR will be submitted.